Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with an mr grade of 3. One clip was implanted, reducing mr to <1. On an (B)(6) 2021, follow up echocardiogram was performed, partial clip movement was noted, the posterior leaflet was no longer fully inserted in the clip. Mr increased to 3. A second mitraclip procedure was performed on (B)(6) 2021. One clip was implanted, reducing mr to <1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. The reported patient effect of mitral valve insufficiency/ regurgitation (persistent/recurrent mitral regurgitation) as listed in the mitraclip g4 system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided, a cause for the reported partial clip movement could not be determined. The reported mitral valve insufficiency/ regurgitation (recurrent mr) was an effect of the reported partial clip movement. The reported unexpected medical intervention (additional procedure) and hospitalization were a result of case specific circumstances as an additional clip was implanted to stabilize the partially moved clip and the patient was hospitalized. There is no indication of a product issue with respect to manufacture, design or labeling.